Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The patient code (B)(4) was not coded previously in error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of 2.2867 mg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the pump stalled on (B)(6) 2018 and neither the patient or his family realized the pump was alarming. The patient realized something was wrong when he tried to give himself a bonus with his personal therapy manager (ptm) and was denied with the code 8476 having been displayed regarding the motor stall. The pump was interrogated on (B)(6) 2018 by the pain clinic and was found to be stalled. As the patient was becoming more uncomfortable, the patient was admitted and hospitalized for pain control. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the pump was implanted in (B)(6) 2012. The patient was taken to surgery the evening of (B)(6) 2018 and the pump and ptm were replaced. The pump was in possession of the company representative and was to be returned to the manufacturer. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s weight and medical history was not available / unable to be obtained. Regarding the cause of the patient/patient¿s family not having realized the pump was alarming, it was clarified that the patient and his family stated they could not hear the alarm. The motor stall had reached tube set and recovered prior to explant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications: hydromorphone with concentration 5.0 mg/ml at a dose rate of 2.2867 mg/day and clonidine with concentration 270.0 mcg/ml at a dose rate of 123.48 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.